Event description:
It is reported that the liner impactor fractured during use.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the usage history of the device is unk as well as how it was aligned before impaction. The root cause of the issue is unk but a likely contributor to failures of this nature is off-axis impaction. Eval codes: as returned, the peg on the poly impactor has fractured off at its base. The peg of the device was not returned for review. The device has a potential field age of between 2 and 3 years. The device was found to meet print specification and the device history records indicate all components were manufactured and inspected to specification.